Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review and referring to known similar events, it was presumed that torsion generated with torquing manipulation might have been locally applied on tip of the gaia second guide wire while the wire tip had been caught by the lesion, causing the coil to be loosened. As the concomitant microcatheter was then advanced over the guide wire, the coil was further damaged and the guide wire was fractured. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi gaia second guide wire had fractured during a percutaneous coronary intervention (pci) for atherosclerosis in the right coronary artery (rca). Attempts to cross the lesion with an asahi sion guide wire and an asahi fielder xt-r guide wire were unsuccessful. The guide wire was then exchanged for the gaia second guide wire. When the gaia second guide wire was torqued after it was advanced into the lesion, the wire tip would not respond. When the concomitant microcatheter was advanced on the guide wire to support the wire manipulation, the distal coil was found loosened and the guide wire was fractured. Several attempts were made to retrieve the wire fragment, but were not successful. A second pci was performed two weeks later. The lesion was crossed with a non-asahi guide wire. The remained wire fragment was embedded against the vessel wall with stent and the angioplasty was completed. It was informed that the patient had no issues after the procedure.